Manufacturer narrative:
Additional information was requested, but not received. The device was returned for evaluation. Visual inspection found no damage or visible defects. A review of the device history record (DHR), did not find any anomalies or nonconformities that may have contributed to the reported event. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information provided, a root cause could not be conclusively determined.

Event description:
It was reported that approximately 11 years after implantation of an intraocular lens (iol) into the right eye, the iol dislocated and an uncomplicated lens exchange was performed using a different model iol. Additional information was requested, but not received.